Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient by using day aligner reported during a recent dental check-up, she was advised by her dentist to cease treatment immediately as the aligners have caused damage to her gums. She said her gums have receded and aligners have caused her gums to bleed as well. She mentioned that she has experienced mild pain while putting on and taking off the aligners, as well as while wearing them. She also stated that her teeth have felt slightly loose, in addition to some sensitivity of the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.